Event description:
It was reported to philips that the flexvision computer was not booting up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the flexvision computer, hard disk drive and reloaded the system software. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was not booting up. Analysis of the system log file confirmed that there was malfunction with the flexvision pc. The fse replaced the flexvision pc and hdd, but it did not resolve the issue. The system was getting errors related to tsm. The two tsm proscribe were not compatible with the new flex vision pc and hdd. The fse replaced the two tsm proscribe and reloaded the software. The defective flexvision pc was returned to philips for further analysis. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.